Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 48 mg/dl which was treated by food. Customer was not experiencing symptoms related low blood glucose level. Customer declined troubleshooting for low blood glucose level. It was unknown if insulin pump was on auto mode. Customer received change sensor and sensor updating alert. Device will not returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).